Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection revealed that at 1,5cm distal from the hub, the hypotube of the device was bent and there were numerous flats throughout the shaft of the device. Microscope inspection revealed a partial collar and shaft separation, and the tip was found in good condition.

Event description:
Reportable based on device analysis completed on 24sep2025. It was reported that the tip was kinked. The target lesion was located in the left anterior descending artery. A 6f guidezilla ii was selected for use. During insertion, it was noted that the tip got kinked. The procedure was completed with another of same device. No complications were reported, and patient is stable post procedure. However, device analysis revealed a partial collar and shaft separation.